Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty done with a 28mm non-abbott balloon. The valve was implanted. The final implant depth was 4.4mm on the left coronary cusp (lcc) 4.1 mm on the non-coronary cusp (ncc). Hours after the procedure, the patient began to experience diplopia and the neurology department was notifued. After computerized tomography scan, no issues was noted but monitoring and surveillance was considered. The patient required prolonged hospitalization

Event description:
It was reported that (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty done with a 28mm non-abbott balloon. The valve was implanted. The final implant depth was 4.4mm on the left coronary cusp (lcc) 4.1 mm on the non-coronary cusp (ncc). Hours after the procedure, the patient began to experience diplopia and the neurology department was notifued. After computerized tomography scan, no issues was noted but monitoring and surveillance was considered. The patient required prolonged hospitalization

Manufacturer narrative:
An event of diplopia and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported hospitalization was a result of case-specific circumstances as the patient was hospitalized for monitoring. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.